Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was experiencing discomfort at the ins site after having a vibrating massager around the site. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.